Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Reportedly the patient achieved radiographic fusion successfully. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2011, a patient underwent an interlaminar lumbar instrumented fusion at l4-5 levels. At the 12-month evaluation plate migration was observed. No revision procedure was reported.